Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the force fx electrosurgical generator was activated without pressing the button on the c6636 cusa excel 36khz cem nosecone on (B)(6) 2020. The patient was not prepped for surgery. The malfunction was discovered before the hepatectomy procedure. A 30 minute delay in surgery was noted with no adverse consequence to the patient. The cem nosecone was replaced and the problem was resolved.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The device was returned for evaluation. Device history record (DHR) - records showed no anomalies were observed. Failure unconfirmed. The complaint evaluation was unable to conclusively verify the complaint as valid. No problem was found.

Event description:
N/a.